Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was cut, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the cut cable was physical abuse. No adverse event resulted from the damaged belt.